Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material at opening of the air/water-nozzle and in distal end on the surface of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient precleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope was stored. As cellulose fibers were a component derived from gauze, the gauze may have fallen off during reprocessing, but this could not be specified. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.